Event description:
A 1000 ml bbraun evacuated container exploded when the container fell from a 6-8 inch shelf during a therapeutic phlebotomy procedure. Contents from the container sprayed 8-15 feet. This incident was labeled as a non-significant exposure to the employee. The pt was unharmed. Rptr asks if the device could be wrapped to prevent explosions when dropped.